Manufacturer narrative:
(B)(4).

Event description:
New information states that the right atrial lead exhibited an impedance anomaly and noise. The lead was explanted and replaced. The patient condition was stable post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited a sensing anomaly and low impedance during the pulse generator changeout. The lead was capped, no additional information was received.